Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that patient inserted into body crease or area subjected to temporary positional blockage on (B)(6) 2026, which is considered as improper site location, this resulted in elevated blood glucose levels that was managed with self-administered insulin via pump.